Event description:
The surgeon performed an unicondylar knee replacement on a patient utilizing the mako surgical corp tactile guidance system (model #0040tas00000) in 2007. Three weeks post-op on the following month, the patient went to the emergency room with swelling and pain. The patient had experienced a fracture of the treated leg just above the knee. To our understanding per the discussions with the surgeon, the patient had been exercising aggressively (i.e. Lunges) off post-op rehabilitation protocol. The fracture occurred at the insertion site of the two bone pins used for array fixation during the mako surgical procedure. Insertion of the bone pins may create a stress riser at the point of insertion. However, the risk of bone fracture is not unique to our procedure and is a well known and accepted risk in navigated surgeries. ["Fractures associated with computer-navigated total knee arthroplasty", journal of bone and joint surgery, vol. 89, pg. 2280-2284.] With present technology, this risk is unavoidable at a very low occurrence level. The surgeon successfully treated the fracture by placing an ao technique/plate/pin fixation.

Manufacturer narrative:
As part of normal complaint follow-up, a root cause investigation was performed at mako surgical. It was determined that the fracture that occurred at the bone pin site was due to stress risers created from the two bone pin insertion holes. Other conditions which may have further exacerbated the stress condition included the appearance of a possible cortical pin track after a review of the post-op x-ray by the surgeon, which means that the pin may have penetrated both cortices. In addition, it was discovered that the patient had been performing recovery exercises ahead of surgeon recommended post operative rehabilitation, which may have contributed to the occurrence of a fracture. Preventive actions taken include review of the surgical technique and verification that language related to this risk is well documented. As stated previously, the risk of bone fracture is not unique to our procedure and is a well-known and accepted risk in peer reviewed articles of computer-assisted surgery.